Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after an orthopedic procedure, the patient returned. The suture had broke and the surgeon had to re-suture. Additional information requested but not yet received.